Event description:
It was reported that the lead was damaged during the explant procedure and lead fragments were left in patient. The patient later needed an MRI for an unrelated issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, lot # v556132, implanted: (B)(6) 2010, explanted: unk; programmer model 3037, serial # (B)(4). This device is included in the educational brief discussing post-surgery lead removal, to minimize the number of occurrences of lead breakage, which can result in unretrieved device fragments.

Event description:
Additional information received from the hcp reported that the patient experienced no symptoms as a result of the event. There was no injury and the patient did not require hospitalization.